Manufacturer narrative:
USA product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient's knee was revised to address collapsed medial and loosening of the tibial component at the cement to implant interface. The poly and tibial tray were removed. After examining the poly the doctor ask for the poly to be examined by depuy for unusual wear patterns and deficiencies for only having been implanted for 2 years. Doi: (B)(6) 2018, dor: (B)(6) 2020, unknown knee.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.